Event description:
The hosp staff used the device to administer external pacing to a pt (no details reported). Shortly after pacing current was increased, the current allegedly droped to 0ma for no apparent reason. The pt was not resuscitated. The hosp risk manager indicated the device did not cause or contribute to the pt's outcome. This opinion was based on an assessment of the pt's condition.